Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was difficult to press and customer had to use other objects to press wake button, and activate pump display. Customer confirmed pump display turned on when plugged into a power source. There was no adverse impact to blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.